Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they were experiencing seizures from the implantation of implantable neurostimulator (ins). Patient would consult with healthcare professional (hcp) for to resolve symptoms. Patient was implanted for urinary dysfunctional nerve system and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.